Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly tortuous, and mildly calcified lesion in the mid left anterior descending artery. A 3.5x12mm nc trek balloon dilatation catheter (bdc) ruptured at 18 atmospheres during the second attempt to inflate. The procedure was successfully completed with another nc bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.